Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call on (B)(6) 2018 that the batteries died and insulin pump has a blank display even when batteries are replaced. Troubleshooting occurred to try and fix the problem but issue remains unresolved. Blood glucose level at the time of incident was 272 mg/dl. Customer reports treating with manual injection. Product will be returned for analysis and replacement has been sent.

Manufacturer narrative:
Device received with blank display due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error test and displacement test due to blank display. Device had cracked lcd window, cracked reservoir tube lip, cracked case at display window corners.